Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that system error 3 occurred during use on patient. As a result, the pump was swapped out. There was no medical intervention and patient news is available.

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown pump assembly shipping box with protective shipping packaging. Visual inspection of the pump assembly was performed and no abnormality was noted. The pump assembly in question was then installed into a known good ac3 for functional testing. The pump was powered up successfully. Pumping was initiated and no excessive noise was noted. The pump with the pump assembly in question passed leak testing, balloon pressure baseline, and the balloon volume checks. The pump was then left to run for over 3 hours without any issues. Visual inspection of the pump assembly internal hardware was performed, and no abnormality was found. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of "system error 3 alarm" is not confirmed. The returned pump assembly passed functional test specifications during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that system error 3 occurred during use on patient. As a result, the pump was swapped out. There was no medical intervention and patient news is available.